Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted, and the device met all finished goods release criteria.

Event description:
It was reported that a patient underwent a gynecological procedure in 2008. During the procedure, the disposable hand piece would not spin or turn sufficiently. The hand piece was replaced and the problem persisted intermittently. Some grinding noise was also heard. The case was successfully completed with the second disposable hand piece with no adverse patient consequences.